Event description:
It was reported that the patient had vf episodes with noise and inappropriate shocks. The lead insulation was damaged. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. This damage can cause the reported field event of noise if the cut were to occur during the implant procedure.